Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving fentanyl (3000 ug/ml at 599.6 per day), morphine sulfate (15 mg/ml at 2.998 per day), and baclofen (150 ug/ml at 29.98 per day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that following pump replacement the day prior (see manufacturer's report # 3004209178-2016-17544) the replacement pump and ptm (personal therapy manager) were programmed as the previous pump had been programmed. (B)(6) at 5:15 pm the patient's brother found the patient unresponsive at her house. The patient was transported to the hospital and was currently intubated in the ICU (intensive care unit). The pump was going to be programmed to stopped pump mode until the patient's pump managing physician decided what to do with the dosing. On (B)(6) 2016 it was reported that the patient was extubated over the weekend. The issue was not related to the pump. The pump managing physician went to the hospital and checked the volume of the pump and it was spot on. The cause of the patient's issue was unknown, but a pulmonary embolism was suspected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.